Event description:
It was reported that bd insyte autoguard blood splattered. The following information was provided by the initial reporter: after successfully cannulating a patients vein and retracting the needle, blood splatters back onto patients and staff. No patient harm has occurred.

Manufacturer narrative:
Correction: cancel MDR- information captured in MFR report # 1710034-2024-00773.